Manufacturer narrative:
Additional info: d10, g4, g7, g9, h2, h3, h6, h10. Results of investigation: the navio surgical system logs were not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review found similar reports and this issue will continue to be monitored. The surgical technique guide released at the time of the complaint (pn 500093 reve) provides instructions for addressing error messages on the system. Accordingly, product labeling has been ruled out as a cause of the complaint. This failure is captured in the navio risk profile. A clinical/medical investigation noted that, the surgery was completed as a manual procedure with a delay of less than 30 minutes. No clinical/medical documentation has been provided for this investigation. The impact to the patient beyond the minimal delay is likely none. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to this issue is if the tibia, femur, or handpiece tracker moved. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that the hand piece was set in speed mode to drill the holes for the distal guide but drilling did not stop outside the intended area. Procedure was finished manually with the basic legion instruments. Delay of less than 30 minutes was reported and no patient impact was involved.